Manufacturer narrative:
Concomitant medical products: 6935m62, lead implanted: (B)(6) 2017; 429888 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a routine device interrogation one day post-implant, dislodgement of the atrial lead was noted. The study investigator noted that the event was related to the procedure and the atrial lead. The lead was explanted and replaced. The patient was noted to be enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.